Event description:
The facility stated a silicone lens model aq2010v was damaged during implantation. The lens was removed and it is unk if there were any pt injuries. The contact stated there was no other info available.